Event description:
Right arm PICC placed on (B)(6) 2015 (swelling noted on (B)(6) 2015, dvt noted on (B)(6)).

Manufacturer narrative:
A lot history review (lhr) of reyg2289 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.